Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that almost all of the patient's pain was back and the patient was "in bed all the time." The patient reiterated that the catheter broke again in the exact same spot and medication was leaking into the patient's spine. The patient attributed that issue to the physician not fixing the "tubing" when the pump was replaced. It was noted that the doctors' thought the patient had cancer and that her intestines were shutting down. The patient was currently looking for a different managing physician.

Event description:
It was reported that the patient had sudden onset of return of symptoms. In (B)(6) 2013 the patient felt return of pain and they contacted their healthcare provider (hcp). A dye test was performed and everything looked fine; however, the patient experienced numbing all year long, lost weight, and had stomach problems. Then on (B)(6) 2014, it was determined that the patient had issues with the catheter, and was scheduled for surgery on the date of report. It was later reported that the patient was very upset, as they had gone in for their surgery; however, the hcp cancelled the surgery. The reporter noted their ¿tube is busted¿, and that it had been for the past year, and that it was broken in the same spot as previously. During the dye test on ¿thursday¿, it shot like a balloon out of the patient's back and the patient could not lie on their back or hips. It hurt the patient in the place in their back where the dye went in. The patient lost 30 pounds of muscle weight after the tube busted, and their ¿whole body fell apart¿ and they started having kidney, intestinal, and liver problems. It was also noted that the patient started having the kidney, intestinal and liver problems approximately 3 months after the implant, and it was showing the patient was a ¿massive alcoholic¿. The patient kept getting refilled and stated that nothing was explained to them. They performed a dye test on ¿wednesday¿ and the hcp reportedly stated the patient did not have a working pump for a year now. The hcp also told the patient that the problem this time was that the tube was in the spine and they did not take the other catheter out. A different hcp was going to ¿fix the tube¿. The pump system was being used to infuse bupivacaine and morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Please refer to manufacturer's report # 3007566237-2014-02859 for information regarding the previous catheter break].

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced increased pain starting (B)(6) 2013 and the physician finally acknowledged that the catheter was broke 10 months after the initial complaint. The patient was put on oral medications while they waited to have the catheter repaired; however now they would like a different healthcare provider (hcp) to do the repair. It was further in (B)(6) 2013 the patient had a change and a dye study was done at that time, which showed the catheter to be intact. Later in (B)(6) 2013/(B)(6) 2014 she felt a definite change and complained of numbness and tingling across her chest, flank, and arms as well as dysesthesia and considerable weight loss over the last year. It was noted the patient had lost (B)(6) of muscle weight in two months after the catheter broke this time and only weighed (B)(6). She was running bupivacaine and morphine and it was thought to be secondary to excessive bupivacaine and so the pump was turned down a few times, but this failed to resolve the issues. The patient was sent for a thoracic MRI to rule out a possible intrathecal granuloma, which was negative. The patient presented for a catheter dye study again and was found to have a fracture at the insertion site of the lumbar spine. The patient was seen on (B)(6) 2014 for an office visit and was nervous, somewhat distraught, and talkative. It was also reported the patient had a bulge over the area of her catheter insertion site after dye injection and had a rash that was tracked around along the catheter. The plan was to revise her catheter and replace it from the pump back on (B)(6)2014. It was reported the pump was currently making sounds like it was disconnected from a monitor and the patient thought the pump was empty and thought the pump was turned off. The patient was taking 40mg of oxycontin three times a day. It was also reported the patient's healthcare provider (hcp) had dismissed the patient and the patient had never known anything about the pump. It was reported getting her pump filled was like going to a gas station. It was noted the patient's kidneys and liver were shutting down and they wanted her to have a liver biopsy and her life had stopped. The patient had not felt pain like this since before the pump was implanted. The patient was having numbing problems and only sl eeping for an hour a night. This started as soon as the pump broke. The patient was told the tubing could get brittle over time.the patient also reported bed sores on her hips and could not lay flat on her back. The patient could not pick up her grand kids and could not stand up to cut things up. The patient could also not drive a car and the pain in her back was so bad she lived on ice packs. If additional information is received, a follow-up report will be sent.